Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a sacrospinous fixation procedure. According to the complainant, during the procedure, the needle carrier detached inside the patient. This occurred on the second throw of the device; the physician had thrown one suture successfully before. It was reported that the needle carrier did not appear bent. The carrier fragment was retrieved from the patient. At this point, the fixation had been completed, so another device was not required. There were no reported patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."